Event description:
A customer reported experiencing cgm error 42 on their pump multiple times, although a reset had not been attempted in the last 24 hours. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a pump with updated software to the customer, providing storage mode instructions and advising on steps for using the replacement pump. The customer agreed to continue using the current pump as backup therapy and understood the instructions to return the defective pump to tandem using the provided return box and pre-paid label.